Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the patient's outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The current heartmate 3 lvas patient handbook rev. G, contains a section entitled how your heart pump works. This sections provides a detailed overview of system function. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away and the cause of death was unknown. There were no device issues at the time of death and the death was not considered to be device or therapy related. The device was not explanted.